Event description:
From staff: case was an av fistula plication and right ij tunnel catheter insertion. Opened package for a covidien palindrome precision chronic catheter kit 14.5fr x 23cm. Discovered a hair inside the inner package. Needed to open a new catheter and discarded the contaminated catheter kit.